Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had intrinsic particulate matter inside the fluid path. The entire plastic seal inside the port was fully dislodged into the bag itself when spiking the bag prior to patient use. The plastic piece was floating around inside the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 31, 2022 ¿ june 1, 2022 h11: four photographs, thirty-six companion samples, and one actual sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the administration port of the bag was cored when the spike was inserted and the loose piece of the product material could be seen in the solution of the bag. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A visual inspection of the actual sample was performed, and it was noted that there was a loose piece of cored material in the eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag as the bag port had been cored when the spike was inserted. Functional testing was performed on the companion samples, and the reported issue could not be reproduced. The administration set spike was inserted into the membrane which was pushed aside as intended and remained intact without becoming loose in the bag. The reported condition was verified in the photograph and actual samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.